Event description:
It was reported that the device battery only lasted 3 years which was less than the projected life of the implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead (B)(6) 2005; 4194-88 lead (B)(6) 2005. (B)(4).